Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the user facility that there was a generator exchange on (B)(6) 2017 due to a dysfunctional stimulator generator. The patient outcome was hospitalization. There were no further complications reported as a result of this event. The reason for use was gastroparesis.